Event description:
A customer observed positive outlier values on patient samples and controls when tested with tsh and ca125ii assays. The magnitude of the biased results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
A field engineer (fe) visited the site and found a well wash aspirate valve to be plugged. The fe performed maintenance, and replaced several parts. Acceptable qc results were obtained after maintenance. The root cause of this event was instrument related.